Event description:
The customer reported that the image turned black and returned after a few second or turned black and did not return, also had scope communication error e226 involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.